Event description:
Surgeon requested a 6 mm bovine graft for placement in a patient during a vascular surgery procedure. The artegraft product was labeled ", inches 6 mm diameter and 30 cm length" on the box packaging. When the product was opened, the glass container was labeled "7 mm diameter and 16 cm length". This product was the only graft available in the hospital, so the surgeon elected to use the 7 mm graft. Fortunately, the patient's clinical situation did not require a graft length beyond the 16 cm graft available. The surgeon stated that use of the 7 mm diameter will not cause patient harm.